Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. The battery wire harness and power board were replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device shut off when bumped. There was no patient involvement reported with the event.